Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a button error alarm. Customer also reported their buttons were unresponsive. The customer's blood glucose was 261 mg/dl. The customer reported exposing their insulin pump to moisture from sweat prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing was noted. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly. The pump had a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.